Event description:
The pt's father reported that the pt had low blood glucose levels and a seizure on the morning of (B)(6) 2010. He noted that the pt's blood glucose reading was 37 mg/dl at 3 am that morning. Emergency medical services were reportedly called and tested the pt's blood glucose obtaining a reading of 43 mg/dl. The pt was subsequently treated at the ER with IV dextrose and monitored for six hours before release. The pt's blood glucose level was reportedly 300 mg/dl upon discharge. The father said that the pt started on the pump on (B)(6) and initially had the same insulin delivery rates from her old pump programmed into the new pump. However, the pt's father had been decreasing the pt's basal insulin rate since the pt started on the pump and felt that the pump delivered too much insulin.

Manufacturer narrative:
The pump was returned to animas. Eval revealed the pump was operating within required specifications and delivered insulin accurately. Daily insulin delivery totals reflected the pt's programmed basal rates.